Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination identified stent damage. Some of the struts on the first row on the distal end of the stent were raised up. The balloon and tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty procedure, the stent would not cross the lesion. Vascular access was obtained via radial artery. The 95% stenosed with 75% obstruction de novo target lesion was located in the mildly calcified and mildly tortuous right coronary artery. After predilatation with an unspecified balloon, the 4.00x16mm promus element drug-eluting stent was advanced but could not cross the lesion. The procedure was completed another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a distal stent damage.